Event description:
A patient reported blood glucose results of 185 mg/dl, 225 mg/dl, 165 mg/dl, 175 mg/dl, 230 mg/dl and 325 mg/dl with a lifescan meter, performed within 10 minutes of each other. Meter and test strips were replaced.